Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported that the insulin pump is not storing information, loaded java and is still not getting readings. The customer's blood glucose level was unknown mg/dl. The customer got disconnected before being transferred over and attempted to call back but no answered. No further information was reported.